Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit alarmed iab catheter restriction, unit was swapped out to continue therapy same alarm surfaced. There was no patient harm reported.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings and investigation conclusions). A getinge field service engineer fse was dispatched to the site to evaluate the unit. Fse was unable to replicate user compliant. Successfully completed a simulated treatment with trainer and testing catheter upon initially testing unit.

Event description:
N/a.